Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-oct-2023. The most recent information was received on 17-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 43 year-old female patient who had essure inserted (lot no. He011wc). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important), headache ("headaches"), paraesthesia ("tingling in the hands"), nausea ("nausea"), vomiting ("vomiting"), abdominal distension ("bloated stomach and belly"), diarrhoea ("diarrhoea"), constipation ("constipation"), tendonitis ("tendonitis"), neck pain ("neck pain"), muscle spasms ("back spasms"), back pain ("unbearable lower back pain, back pain that moves to the right side"), urinary tract infection ("urinary tract infections"), poor quality sleep ("all nights are incomplete, unstructured sleep"), fatigue ("physical fatigue (even when waking up), psychological fatigue"), libido decreased ("decreased libido") and hot flush ("hot flashes day and night"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, headache, paraesthesia, nausea, vomiting, abdominal distension, diarrhoea, constipation, tendonitis, neck pain, muscle spasms, back pain, urinary tract infection, poor quality sleep, fatigue, libido decreased or hot flush. The reporter commented: I live day by day with all these symptoms, these symptoms which have become like a part of me. They settled in little by little and now they live with me. Some follow one another, others are at the same time, some are more or less bearable, and others are more or less unpleasant. I only take medication when I no longer have a choice. In conclusion, there is not a day when I do not suffer somewhere and above all I do not understand this cascade of symptoms. I question myself, I question the medical profession, I am diagnosed with one thing, then another. Ultimately, that's not it. Search for autoimmune disease, blood tests, stool tests, computed tomography (CT) scan, magnetic resonance imaging (MRI), fibro, colon. However, I am a fighter, but I admit that it is becoming more and more difficult to continue working. The pain combined with fatigue exhausts me day after day and my unstructured sleep hardly recharges my batteries anymore. And by chance today, I learned that there was a problem with essures, with my essures? A disaster apparently, but also a glimmer of hope for me. Could this explain it? So I made an appointment with my general practitioner to find out what I should do. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Blood test] (date unknown): diagnosed with one thing, then another. [Colonoscopy] (date unknown): fibro, colon: diagnosed with one thing, then another. [Computerised tomogram] (date unknown): diagnosed with one thing, then another. [Investigation] (date unknown): in search for autoimmune disease: diagnosed with one thing, then another. [Magnetic resonance imaging] (date unknown): diagnosed with one thing, then another. [Microbiology test] (date unknown): stool test: diagnosed with one thing, then another. Batch no he011wc. Manufacture date: 2016-06. Expiration date: 2019-03-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 43 year-old female patient who had essure inserted (lot no. He011wc). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important), headache ("headaches"), paraesthesia ("tingling in the hands"), nausea ("nausea"), vomiting ("vomiting"), abdominal distension ("bloated stomach and belly"), diarrhoea ("diarrhoea"), constipation ("constipation"), tendonitis ("tendonitis"), neck pain ("neck pain"), muscle spasms ("back spasms"), back pain ("unbearable lower back pain, back pain that moves to the right side"), urinary tract infection ("urinary tract infections"), sleep disorder ("all nights are incomplete, unstructured sleep"), fatigue ("physical fatigue (even when waking up), psychological fatigue"), libido decreased ("decreased libido") and hot flush ("hot flashes day and night"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, headache, paraesthesia, nausea, vomiting, abdominal distension, diarrhoea, constipation, tendonitis, neck pain, muscle spasms, back pain, urinary tract infection, sleep disorder, fatigue, libido decreased or hot flush. The reporter commented: I live day by day with all these symptoms, these symptoms which have become like a part of me. They settled in little by little and now they live with me. Some follow one another, others are at the same time, some are more or less bearable, and others are more or less unpleasant. I only take medication when I no longer have a choice. In conclusion, there is not a day when I do not suffer somewhere and above all I do not understand this cascade of symptoms. I question myself, I question the medical profession, I am diagnosed with one thing, then another. Ultimately, that's not it. Search for autoimmune disease, blood tests, stool tests, computed tomography (CT) scan, magnetic resonance imaging (MRI), fibro, colon. However, I am a fighter, but I admit that it is becoming more and more difficult to continue working. The pain combined with fatigue exhausts me day after day and my unstructured sleep hardly recharges my batteries anymore. And by chance today, I learned that there was a problem with essures, with my essures? A disaster apparently, but also a glimmer of hope for me. Could this explain it? So I made an appointment with my general practitioner to find out what I should do. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Blood test] (date unknown): diagnosed with one thing, then another. [Colonoscopy] (date unknown): fibro, colon: diagnosed with one thing, then another. [Computerised tomogram] (date unknown): diagnosed with one thing, then another. [Investigation] (date unknown): in search for autoimmune disease: diagnosed with one thing, then another. [Magnetic resonance imaging] (date unknown): diagnosed with one thing, then another. [Microbiology test] (date unknown): stool test: diagnosed with one thing, then another. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.